Event description:
After I had been forced to get the chest implant device, it about the 3rd week I started feeling severe agony and ill. They gave me MRI exam and ultrasound. My chest implant is called pace maker.